Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - b-tricalcium phosphate (b-tcp/chronos)/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. Part # is unknown, 510k is unknown. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article ragaey, m. And sickels, j. (2017) prevalence of infection with the use of b-tricalcium phosphate as a bone graft substitute during le fort I osteotomy. Int. J. Oral maxillofac. Surg, volume 46: 62-66. The purpose of this retrospective study was to determine the prevalence of infection or delayed healing following the use of b-tricalcium phosphate (b- tcp/chronos) in maxillary osteotomies. This retrospective review study was performed between january 2009 and june 2015. The study included two groups with a total of 438 patients. Group 1 consists of 297 patients in which maxillary osteotomies were performed in which b-tcp/chronos was not used. Group 2 consist of 141 in which maxillary osteotomies were performed in which b-tcp/chronos was used. Follow-up period included 6 months to 6 years. This is report 1 of 1 for (B)(4). This report is for an unknown - b-tricalcium phosphate (b-tcp/chronos) and refers to one (1) unknown patient had delayed union/non-union who required a second procedure.